Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an angioplasty procedure, a 4.5x22mm enterprise vascular reconstruction device (enc452212, 9123412) was impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31509779) and could not pass through the microcatheter (mc). The doctor removed the stent and the microcatheter from the patient and found the delivery wire of the stent and the distal end of the microcatheter was kinked/bent. The doctor switched to new devices to complete the procedure. There was no patient reported. The device outer packaging and the devices were inspected and found in good condition, prior to use. Additional event information received on (B)(6) 2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. There was no excessive force used with the devices. The procedure was not prolonged/delayed due to the event. Three images were provided with the complaint report. The photo shows the prowler catheter coiled. There is a visible kink in the catheter shaft, right at the distal portion section. No other damage or anomalies can be observed. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and three (3) compresses can be seen from the distal end of the microcatheter; the first at 2.1 cm, the second at 2.8cm, and the third at 3.6cm. No additional damages were found. A functional analysis was attempted. The microcatheter was flushed using a lab sample syringe; however, high resistance was met. A lab sample guide wire was advanced through the luer hub of the microcatheter, and it got stuck at 69.8cm. A dissection was made, and blood residues were found obstructing the inner lumen of the microcatheter. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint is confirmed based on the obstruction of the microcatheter and the compresses at the distal end. Although no physical material within the device was reported, the blood residues suggest that the saline flush was insufficient since, according to risk documentation, an insufficient flushing is a potential failure mode that can result in a compromised performance of the therapeutic device. Also, a damaged or kinked microcatheter was result in the inability to deliver therapeutic device to desired location. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. The instructions for use (IFU) contain the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an angioplasty procedure, a 4.5x22mm enterprise vascular reconstruction device (enc452212, 9123412) was impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31509779) and could not pass through the microcatheter (mc). The doctor removed the stent and the microcatheter from the patient and found the delivery wire of the stent and the distal end of the microcatheter was kinked/bent. The doctor switched to new devices to complete the procedure. There was no patient reported. The device outer packaging and the devices were inspected and found in good condition, prior to use. Additional event information received on 16-oct-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. There was no excessive force used with the devices. The procedure was not prolonged/delayed due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Three images were provided with the complaint report. The photo shows the prowler catheter coiled. There is a visible kink in the catheter shaft, right at the distal portion section. No other damage or anomalies can be observed. A manufacturing record evaluation was performed for the finished device 31509779 number, and no internal actions related to the malfunction were identified. The reported complaint regarding a kinked catheter can be confirmed based on the conditions observed in the photo provided. The reported complaint regarding an obstructed cannot be evaluated directly with the photo provided, however it is consistent with the kinked condition observed and can be considered as confirmed. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. This investigation was performed based only on the pictures provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of johnson & johnson medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.